Manufacturer narrative:
An additional lot number has been provided by the customer. The medical device lot # and event description have been updated. The following information has been updated: describe event or problem: it was reported that two 22g x 1.00in (0.9 x 25 mm) insyte autoguards from lot # 8291838 and an unspecified number of 22g x 1.00in (0.9 x 25 mm) insyte autoguards from lot # 7129679 experienced leakage. The following information was provided by the initial reporter: material no: 381423; batch no: 8291838. It was reported by the distributor on behalf of the facility that the catheters are leaking (bleeding through). Event description per distributor's attached email states a surgery center has had a problem with some of the bd insyte autoguard 381423 bleeding through, the affected lot seems to be 8291838 and she has at least 1 bx set aside that she needs replaced. Follow up email states, "several weeks ago we used 2 of these catheters, both leaked blood trough. Typically they don't do that. " device available for evaluation?: yes. Returned to manufacturer on: 2019-05-28. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8291838. Medical device expiration date: 2021-09-30. Device manufacture date: 2018-10-18. Medical device lot #: 7129679. Medical device expiration date: 2020-04-30. Device manufacture date: 2017-05-09. Device return to manuf.?: yes. Device eval. By manufacturer?: yes. Method codes: 10. Results codes: 213. Investigation summary: visual/microscopic evaluation: no signs of bends, cuts, holes, kinks, splits, wrinkles or the characteristic v shape of a spear thru. No damage to the inner rim/outside threads of the adapters (luer). Water/air leak test: the water/air leak test was performed. No leakage was observed in any area of the catheter/adapter.

Event description:
It was reported that two 22g x 1.00in (0.9 x 25 mm) insyte autoguards from lot # 8291838 and an unspecified number of 22g x 1.00in (0.9 x 25 mm) insyte autoguards from lot # 7129679 experienced leakage. The following information was provided by the initial reporter: material no: 381423; batch no: 8291838. It was reported by the distributor on behalf of the facility that the catheters are leaking (bleeding through). Event description per distributor's attached email states a surgery center has had a problem with some of the bd insyte autoguard 381423 bleeding through, the affected lot seems to be 8291838 and she has at least 1 bx set aside that she needs replaced. Follow up email states, "several weeks ago we used 2 of these catheters, both leaked blood trough. Typically they don't do that. "

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that two 22g x 1.00in (0.9 x 25 mm) insyte autoguard experienced leakage. The following information was provided by the initial reporter: material no: 381423 batch no: 8291838. It was reported by the distributor on behalf of the facility that the catheters are leaking (bleeding through). Event description per distributor's attached email states a surgery center has had a problem with some of the bd insyte autoguard 381423 bleeding through, the affected lot seems to be 8291838 and she has at least 1 bx set aside that she needs replaced. Follow up email states, "several weeks ago we used 2 of these catheters, both leaked blood trough. Typically they don't do that. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two 22g x 1.00in (0.9 x 25 mm) insyte autoguard experienced leakage. The following information was provided by the initial reporter: material no: 381423 batch no: 8291838. It was reported by the distributor on behalf of the facility that the catheters are leaking (bleeding through). Event description per distributor's attached email states a surgery center has had a problem with some of the bd insyte autoguard 381423 bleeding through, the affected lot seems to be 8291838 and she has at least 1 bx set aside that she needs replaced. Follow up email states, "several weeks ago we used 2 of these catheters, both leaked blood trough. Typically they don't do that."